Manufacturer narrative:
(B)(4). Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their damage to the insulin pump and fluid in the reservoir compartment. The customer¿s blood glucose level was 330 mg/dl when she woke up and 190 mg/dl. The insulin pump passed self test. The insulin pump will be returned for analysis.